Event description:
This report is related to customer (B)(4) made against dpb1 ssp unitray 12 tests (sku 451606d, lot 009 1464121). The customer reported that the reactivity for lanes 13, 27, 30, 39 and 40 was negative for the dpb1 99:01 allele when the labeling indicates the reactivity should be positive. The labeling discrepancy may lead to potentially mistyping a dfbi 99:01 allele as a dpbl 39:01 allele. (B)(4) was confirmed on (B)(6) 2015. The mistype for dpb1 99:01 allele was confirmed and showed that the labeling for the reactivity should be changed from positive to negative.